Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: it was reported that the complaint device will not be returned; therefore a physical evaluation cannot be conducted. The reported complaint cannot be confirmed and a root cause the reported device failure cannot be determined. Review of the depuy synthes mitek complaints system revealed two other dissimilar complaints for this serialized device. The serial number of the device indicates it is over six years old and may have seen heavy use in the field. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the biomed that the aspiration doesn't work anymore. No further information provided.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis.

Event description:
It was reported by the biomed that the aspiration doesn't work anymore. No further information provided.